Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was to be used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device failed to deliver energy when attempting to remove a large polyp. Reportedly, the patient had to be clipped in case of a bleed. The procedure was completed with a different device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Problem code 1211 captures the reportable event of the snare failed to deliver energy. Analysis of returned device revealed that the device and cautery were found in good conditions. There was no evidence of either the alleged issue or any defect that could have contributed to the event. In addition, the result of the electrical resistance test was found within specification (11.3 ohms). After analysis it was determined that the device did not present any visual issue and it worked as intended. Based on the information compiled and the analysis performed, the most probable root cause determines that there is no problem detected. A review of the device history record (DHR) was performed and confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was to be used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device failed to deliver energy when attempting to remove a large polyp. Reportedly, the patient had to be clipped in case of a bleed. The procedure was completed with a different device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.